Event description:
It was reported that when using the bd pyxis¿ medbank mini user was unable to pull the medication after attempting to issue it. The count displayed zero, and the user did not have the appropriate permissions to correct the count via a cycle count. An admin with cycle count access was required to resolve the issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a cycle count error. A technical support specialist informed by the customer that the customer was unable to pull medication after attempting to issue it and found that the count showed zero and did not have the necessary permissions to fix the count via cycle count and informed customer that they needed an admin with cycle count access and to resolve the issue. The system functioned as intended after the technical support specialist inspected the issue.